Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had worsening of pre-implant aortic insufficiency from medium-severe to mild-moderate. A transcatheter aortic valve replacement (tavr) was done.

Event description:
It was reported that on (B)(6) 2021 the patient had worsening of pre-implant aortic insufficiency from medium-severe to mild-moderate. A transcatheter aortic valve replacement (tavr) was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on 22nov2021 the patient had clinical and echographical evidence of right heart failure. The patient was given inotropes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, such as right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had a worsening of his existing, pre-implant aortic insufficiency and required a transcatheter aortic valve replacement. Additional information was received stating that the patient had surgery for his aortic insufficiency on (B)(6) 2021. The issue resolved with sequelae. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the heartmate 3 lvas instructions for use (IFU), ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that on (B)(6) 2021 the patient had worsening of pre-implant aortic insufficiency. A transcatheter aortic valve replacement (tavr) was done and the aortic insufficiency improved from medium-severe to mild-moderate.